Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was selected for use. However, during inflation outside the patient's body, the balloon burst. The procedure was completed with a different device.